Event description:
In 2003, kmi was notified of the explant of a wrist fusion system on a pt to address pain reported 6 months after its original implant date. Upon removal no defects were observed by the attending physician.